Event description:
It was reported that the patient fell off a grain drill. When the caller tried to interrogate the device the caller could not get telemetry and the patient became dizzy and lightheaded. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.